Manufacturer narrative:
(B)(4). Batch # p55a4j. The analysis found that one psee60a device was returned with no apparent damage with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 2/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open pneumonectomy, one side of the proximal end was not stapled at the third firing. The device was used for dissection of lung parenchyma. It was found that the knife seemed to push out one side of the staple. The doctor commented that abnormal loud noise was heard while the knife was moving forward rather slowly. Also, it seemed that the jaw clamped something inside. However, no foreign matter was detected. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.